Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalized on multiple occasions, during which the patient was treated with IV antibiotics and local wound care (specific dates and duration not reported). Subsequently, the device was explanted on (B)(6) 2026, and thorough cleaning of the area was performed. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.